Event description:
Customer stated that he was the driver in an auto accident and was hospitalized due to diabetic ketoacidosis. Blood glucose levels were 586 mg/dl at the time of admission. Customer stated that prior to the accident, he had been experiencing nausea and vomiting and that there was blood at the site. Customer stated that while hospitalized, the site was painful and there was a lot of blood present. During troubleshooting, customer stated that the cannula was occluded. Blood glucose levels were 141 mg/dl at the time of the call. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.